Event description:
It was reported that the customer's keypad on the insulin pump was not responding. The customer stated after holding the act button for three seconds, the keypad started to work. The customer stated that, before the keypad issues, the insulin pump fell from a bookshelf onto a concrete floor and began rattling. The customer's blood glucose was 544 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump function properly, however moisture damage was found on keypad traces. The device pump passed self-test. No rattling noise noted during testing. It also had minor scratched display window and cracked reservoir tube lip.